Event description:
Surgery; implanted with bilateral textured allergan natrelle implants (B)(6) 2010 after single mastectomy of right breast. These were placed under the pectoralis muscles. Explanted (B)(6) 2022 due to grade 3 capsular contracture on right that resulted in breast pain, bruises and limited rom. Left breast implant was ruptured and liquefied silicone spilled out of the shell and capsule into my breast pocket during surgery. These implants were supposed to be cohesive gel with no chance of spilling of silicone. My pectoralis muscles had to be repaired, also. They were pushed out of place by implants. FDA safety report ID# (B)(4).